Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional (hcp) and manufacturer representative (rep) regarding a patient who was receiving marcaine, 0.5500 mg/ml concentration at 1.5 mg/day dose and morphine, 5.500 mg/ml at 15.0 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was alarming or beeping. Consumer reported pump started alarming yesterday, at dinner time. The sound was consistent with pump alarm. Consumer said it was a dual alarm and went off every 10-15 min. Consumer recorded the alarm sound and played it. It sounded like a critical alarm. Consumer said there was no reason why alarm was happening. Patient just had the pump refilled about a month ago. Patient had no medical procedures recently. Patient called hcp last night. Consumer thought hcp did not know what he was doing. Hcp said "you have 2 months before I have to fill the pump and 224 months left before pump needs to be replaced, go to emergency room (ER)". Patient did not go to ER. Consumer said he also called different hcp but he was far away from them. Consumer was to follow up with hcp. Consumer then called back stating he was not getting anywhere with the pain management hcp. Consumer asked if the rep could come out and check the pump. Patient was not in a good shape and the consumer thought she was going through withdrawals. Consumer said patient slept all night. This morning she was not in a good shape. He kept her hydrated but thought she was going through withdrawals a little bit. Later on the same day, the rep and hcp reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The rep stated last night the pump alarmed. The rep had read the pump and the logs showed a motor stall occurred on (B)(6) 2018, 1916. The rep denied any electromagnetic interaction (emi) or magnetic interaction with the pump. Pump status and/or event log reported motor stall occurred and motor stall (active). No symptom was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the cause of motor stall was not determined. The patient had been admitted to the emergency department while awaiting pump exchange. The motor stall/withdrawal event had not been resolved. Patient's weight was approximately (B)(6) lbs. The pump was still implanted at this time. No further complications were reported.